Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a loss of symptom control since at least february and needs assistance in making an adjustment. Ps (patient services) reviewed general programming guidance and also explained that the higher the setting will affect how quickly ins battery depletes so patient may need to recharge more often. With instruction patient connected to the implant and increased setting and will monitor and track bladder symptoms for a few days and if needed to make another adjustment. Additional information was received from the patient. They reported that the patient's stimulator wasn't giving them any results and they were getting a pain in the bike seat area that lasts about 10 seconds. It almost felt like labor pain. The patient stated that they hadn't tried to make any adjustments yet. Patient services reviewed possible program change and walked the pt through how to do this. The pt switched from program 2 at 2.9v to program 3 at 2.5v. The patient was going to keep it there and monitor symptoms. Patient services recommended contacting doctor to discuss program changes. There were no device issues reported, and no further patient complications reported at this time. Additional information was received from the patient. They reported that the patient called back repeating previously reported information of therapy not working. They tried program 2 at 2.9, but reported having a really bad, sharp pain. They stated they spoke with the rep about this about 3 weeks prior over the phone and they were told to decrease stimulation to let the 'nerve calm down'. They reported at the time they called the rep they were in a store and could hardly walk due to the strong pain. They decreased stimulation and that helped after a while. They now wanted to change programs due to this. When they were connecting with the ins they stated it shouldn't be this hard to find, referring to connecting with their ins, they initially were getting the device not responding message. They confirmed using the micro my therapy app and closed it out and re-opened the app, then successfully connected. They were on program 3 at 0.1, but stated they did not know they were on program 3 as they thought they were still on program 2. They were walked through changing from program 3 to program 4 at 0.7 on the call. They were going to monitor symptoms and follow-up with hcp if not seeing an improvement.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient called back repeating a continuation of event previously reported in this case. The patient reported they still aren't seeing any significant results and stated their hcp has advised patient try changing to a higher program. The patient reported again when they were on the last program and they increased stimulation it stimulated their nerve too much and patient had to call to get stimulation turned down when patient was on program 3 "at like 8 or something like that". The patient clarified that stimulation was painful to the point where the patient couldn't walk. The patient mentioned they still feel pains similar to labor pains occasionally. The patient stated they have gone up a program and have been on this program for a couple weeks, but reported they are still not seeing results. The patient changed to program 5, 1.8v and confirmed feeling stimulation comfortably. The patient will monitor symptoms now that change was made and will follow up with hcp if not seeing an improvement.